Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the successful implant of this transcatheter bioprosthetic valve, the patient was in good condition. Four days following the implant of the valve the patient died. An autopsy was performed and based upon observations of images, thrombosis at the valve leaflets was observed. The thrombus was present from the descending aorta to the distal area.

Manufacturer narrative:
Date of death: updated date to (B)(6) 2018. Date of event: updated event date to (B)(6) 2018. Additional information was reported that three days following the implant of this transcatheter bioprosthetic valve, the patient died due to ischemic enteritis. An autopsy was performed and showed extensive necrosis of the small intestine with peripheral arterial thromboembolism. The death was reported to be unrelated to the device. Suspect medical device: updated device information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A number of factors can affect the creation of thrombus, including medications, peri-procedural injury, and pre-existing patient conditions, and its presence and rate of formation is largely dependent on patient condition. With the limited information available, a relationship between the device and thrombus could not be established. The subject device was not returned for evaluation and no procedural imaging was provided for review, thus the reported thrombus could not be confirmed or assessed at this time. There was no causal relationship between the device and the patient death. If information is provided in the future, a supplemental report will be issued.